Event description:
It was reported that during a cholecystectomy procedure, the clip fell out at the first clipping. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.